Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 needle and 1 used suture. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received an open and used sample with the needle detached from the thread and a detached needle without suture. Without any closed sample an analysis cannot carry out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Without samples a studying can not be performed to see if the affected product does not fulfill the OEM specifications. In consequence, a proper analysis cannot be done. Take note of this incidence and if any sample is received in the future, the case will be re-opened and analysed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Separation between needles and threads were found when suturing by different surgeons. Consider that this must be related to the product quality. 1 loose needle and 1 used suture (needle and thread detached). Needle detachment.